Manufacturer narrative:
Only photo was returned. Based on our observation of the attached photo, the optic appears to be cut in the centre and one haptic is broken/torn and stuck to the optic surface. The observed condition (optic cut in the centre) is consistent with lens having been explanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, when injected the intraocular lens into the eye, the posterior haptic was missing. It was stuck to the injector. Then it was removed and implanted another one. There was no patient harm and patient was not hospitalized as a result of this event. Surgery was completed at the same time. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided showing lens outside of the lens case. The optic appears to be damaged and one haptic is broken/torn and stuck to the optic surface. The manufacturer internal reference number is: (B)(4).